Event description:
Difficulty was encountered while trying to insert the iab through the introducer sheath. The iab was removed and another was successfully inserted. There were no patient complications.

Event description:
It was reported that difficulty was encountered while trying to insert the iab through the introducer sheath. The iab was removed and another was successfully inserted. There were no pt complications.